Manufacturer narrative:
Additional details of the procedure were also provided. There was suspicion of the plug being deployed intravascularly initially due to loss of pulse in ankle of right leg. However, after surgery the physician found the plug in the tissue of the right femoral artery (outside of the artery) so the loss of pulse was due to the hematoma putting pressure on the femoral artery and compressing it. The patient also had an mi while in surgery. The patient showed signs and symptoms of distal blood flow occlusion due to loss of pulse in the right ankle. The patient had femoral surgery in the operating room to open the puncture site and evacuate blood and seal artery with stitches. There was pulsatile bleeding of the puncture site immediately noted upon removal of the exoseal vcd and sheath. There was no oozing of the puncture site easily treated with light pressure. There were no multiple stick attempts made before arterial access was achieved. Endarectomy and thrombectomy was performed as planned and restored flow to patient¿s right leg and controlled bleeding from right femoral artery. Patient was stabilized and stayed in hospital for several days after surgery. Patient had an m.I. While in surgery. She was discharged and ok since discharge. Films are not available. There was a pulse in the left femoral. The patient height was (B)(6). The physician achieved certification on the use of exoseal vcd. The physician used the exoseal vcd 10 times prior to this procedure. The exoseal vcd was prepped according to IFU instructions. There were no visible signs of device/package damage prior to use. For the right femoral access, the femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no resistance/friction experienced as the exoseal vcd was advanced through the sheath. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. Additional details are pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
(B)(4). Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of 2 6f exoseal for vascular closure of the right and left femoral arteries, a hematoma formed on the right after deployment of the device and after deployment of the second device in the left femoral, hemostasis took over five minutes. In addition, while holding pressure on the right femoral, the patient¿s blood pressure decreased and the pulses on the right were unattainable. A femoral endarterectomy and thrombectomy were planned. The physician had just completed the reconstruction of a distal aorta and bilateral iliac arteries utilizing cordis genesis stents and one each smart control stent. The patient was doing fine after all of the stenting/angioplasty in the iliac arteries. Physician then elected to use two exoseal 6 french to close both femoral arteries (with existing 6 french terumo pinnacle sheaths). Physician closed the right femoral artery first. He noticed a hematoma forming while he was holding light pressure after exoseal deployed (according to IFU). It took over five minutes to achieve homeostasis. Patient was on heparin (act unavailable). Physician then proceeded to close the left femoral artery with an additional exoseal 6 french device. This groin took five minutes to achieve homeostasis, but it was successful. In the meantime the scrub nurse was holding very firm pressure on the patient¿s hematoma on their right groin. The patient started to complain of lower back pain and then the patient¿s blood pressure dropped from 120/80 to about 70/40. Their heart rate remained at 80 bpm, but eventually dropped to 60 50 bpm after a few minutes. The physician thought the patient was having a vaso-vagal episode due to the groin pressure, but decided to call a code blue. Patient was stabilized. Both groins looked ok with a hematoma on the right one. Then physician noticed that pulses on the right left were unattainable down at the dorsalis pedis. Physician elected to bring patient into operating room and admit them overnight.

Manufacturer narrative:
He was going to perform a femoral endarterectomy to see if he could find out why the hematoma formed and then perform a thrombectomy on the right leg to see if the exoseal plug dislodged or perhaps thrombus formed during the long hold. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
During use of two 6f exoseal devices for vascular closure of the right and left femoral arteries, a hematoma formed in both groins after deployment of the devices. Hemostasis took over five minutes to be achieved. While holding manual pressure on the right femoral, the patient¿s blood pressure decreased and the pulses on the right were unattainable. The patient was taken to the operating room where the physician found the plug was sitting in the tissue of the right femoral artery (outside of the artery) so the loss of pulse was due to the hematoma putting pressure on the femoral artery and compressing it. Successful endarectomy and thrombectomy was performed to restore blood flow to patient¿s right leg and control bleeding from right femoral artery. The initial procedure was a reconstruction of a distal aorta and bilateral iliac arteries utilizing cordis genesis stents and one each smart control stent was successfully performed. The physician then elected to use two exoseal 6 french to close both femoral arteries (with existing 6 french terumo pinnacle sheaths). The physician closed the right femoral artery first. He noticed a hematoma forming while he was holding light pressure after the exoseal was deployed. There were no multiple stick attempts made before arterial access was achieved on this side. The patient was on heparin (act unavailable). The physician then proceeded to close the left femoral artery with an additional exoseal 6 french device. This groin took five minutes to achieve homeostasis, but it was successful. In the meantime the scrub nurse was holding very firm pressure on the patient¿s hematoma on their right groin. The patient started to complain of lower back pain and then the patient¿s blood pressure dropped from 120/80 to about 70/40. The heart rate remained at 80 bpm, but eventually dropped to 60-50 bpm after a few minutes. The physician thought the patient was having a vaso-vagal episode due to the groin pressure but recovered. Patient was stabilized. Then physician noticed that pulses on the right left were unattainable down at the dorsalis pedis. The patient was taken to the operating room where the physician found the plug was sitting in the tissue of the right femoral artery (outside of the artery) so the loss of pulse was due to the hematoma putting pressure on the femoral artery and compressing it. Endarectomy and thrombectomy was performed to restore blood flow to patient¿s right leg and control bleeding from right femoral artery. The patient also had an mi while in surgery. Patient was stabilized and stayed in hospital for several days after surgery. Films are not available. The patient height was 5¿2¿ and the weight was (B)(6). The physician achieved certification on the use of exoseal vcd. The physician used the exoseal vcd 10 times prior to this procedure. The exoseal vcd was prepped according to IFU instructions. There were no visible signs of device/package damage prior to use. For the right femoral access, the femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no detailed procedural information provided regarding deployment of both exoseal vcd devices. The product was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. The exoseal IFU lists prolonged access site-related bleeding as a potential risk associated with femoral artery closure procedures. Access site hematomas are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure and/or discomfort during and after the procedure. Pressure on a large artery and pain can stimulate the vagus nerve, causing slowing of the heart rate a drop in blood pressure. Anxiety pain and discomfort at the puncture site may also result in a vasovagal reaction. Symptoms of a vasovagal reaction include decreased level of consciousness, nausea and vomiting, and cold, clammy, pale skin; decrease in blood pressure to less than 100mmhg systolic or greater than 15% decrease from baseline; and/or decrease in heart rate to less than 60 beats per minute (or if the heart rate is less than 60 initially, a decrease of more than 15% from baseline). The information provided suggests that the patient experienced a vasovagal reaction due to pressure applied to the puncture site given that the exoseal failed to achieve hemostasis resulting in hematoma. The health care provider acted in accordance with the standards of care and is trained to respond to this type of complication resulting in quick patient recovery. However, the hematoma occluded distal flow resulting in loss of pedal pulses. The location of the exoseal plug was confirmed to be sitting on in the tissue on top of the femoral artery. Patient, procedural and/or pharmacological factors are likely contributing factors to the hematomas reported. Without the products available for analysis, it is not possible to draw a conclusion about a clinical relationship between the device and the inability to achieve hemostasis reported. Based on the limited procedural information provided and the DHR review, no corrective or preventive action will be taken at this time because there has been no specific root cause identified that can be attributed to either the product design, raw materials used or the manufacturing process.